Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid, abdominal pain and fever. The patient was hospitalized and treated with unspecified antibiotics. Pd therapy was discontinued and the patient was switched to hemodialysis. It was reported that the patient recovered from the events. After the recovery from events, the patient underwent recatheterization and was switched back to pd therapy. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.